Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The sample was visually examined using unaided vision and it was observed that the red needle hub had broken off with part of the needle hub still attached to the needle and the rest of the needle hub having been broken off. The part of the needle hub which had broken off was not returned by the customer. The portion of the needle hub which was still attached to the needle and had been returned was attempted to be removed from the shield and was successful removed; however, doing so further damaged the portion of the needle hub assembly which was still attached to the needle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the effort required to remove the portion of the needle hub assembly, which was still attached to the needle, from the shield it appears that the red needle hub assembly was inserted too far into the shield which caused it to be stuck in the shield. Therefore, when the customer attempted to remove the needle hub assembly from the shield the needle hub assembly was jammed in which did not allow it to be removed. The force applied by the customer attempting to remove the needle hub assembly then caused the needle hub to break. Bd acknowledges that the returned sample had a broken needle hub which was likely caused by the needle hub assembly being inserted into the cap too far which caused excessive shield removal force.

Event description:
It was reported that the needle in the cannula twinpak device broke off and pulled out of the hub before use when the nurse removed it from the package. The following information was provided by the initial reporter: "the red end broke off as the rn took it out of the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the cannula twinpak device broke off and pulled out of the hub before use when the nurse removed it from the package. The following information was provided by the initial reporter: "the red end broke off as the rn took it out of the package."